Event description:
It was reported that the lead exhibited myopotential inhibi- tion while the patient was stringing fence wire. The sensi- tivity was programmed to 2 mv in unipolar. The patient had a slow escape rhythm, then went into ventricular fibrilla- tion (vf) and arrested. He then presented to the emergency room exhibiting "basically zero brain activity". The doctor stated that the device did not actively cause the vf and arrest. Life support was withdrawn, and the patient expired.

Manufacturer narrative:
No medwatch form was received.